Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 09) occurred. Blood glucose level was in the 300's mg/dl range. Reportedly, the customer had filled the cartridge with approximately 300 units of insulin. Tandem technical support educated the customer in regards to the alarm received.